Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: initially a contra-lateral side contracture and later right rupture.

Event description:
Healthcare professional reported "no reason was provided for the right side removal". This record is for the right side. Device was explanted and replaced. Healthcare professional later reported rupture.